Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the blood glucose level was high. The blood glucose level was 29mmol/l.customer was not hospitalized due to her high blood glucose level. The insulin pump will not returned for analysis.